Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a blood glucose low of 51 with an urgent low soon alert, treated with oral glucose via juice followed by crackers, reassessed after 15 minutes, and required repeat treatment; the user was unsure of the cause and reported no sleep overnight. Symptoms included hypoglycemia. Outcomes included transient interruption of normal activities due to the hypoglycemic event and the need for additional carbohydrate intake. Investigation included complaint intake review and troubleshooting education on hypoglycemia recognition and treatment. Investigation of this case revealed no device malfunction reported and no component issue identified, with the event consistent with hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.